Manufacturer narrative:
While troubleshooting the customer also stated they are using provation image capture station with only one monitor oev-261h monitor and confirmed the sdi input and dvi input attached at the back of the monitor however, sdi and dvi inputs are grayed out. The service center representative advised the customer to perform a factory reset. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the evis exera iii video system center did not display an image. There were not reports of patient death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of no image/picture being displayed could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received, revealed the event was found, during preparation for usage. And the procedure was completed with a similar device.